Event description:
We were informed by homecare company named below oan 3/18/93 that a pt was alleged to have had ull respiratoryarrest and was admitted to the emergency room of a hospital in houston. The pt was allegedly receiving morphine through the infusion pump in question since 3/15/93. No details about the settings and volume infused were providedd. No information about the pt's age, sex, medical status prior and after alleged event was provided. The pump was forwarded by the pt's family to the mfg, which tested it from 3/31 to 4/1. According to the mfg no performance problem was found and all parameters were well within the specs of the mfg.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.